Manufacturer narrative:
(B)(4).

Event description:
It was reported that "lasering at the tip of the fiber" was noted. The information regarding how the procedure was completed has not been provided. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber core exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap is protruding from the metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "lasing at the tip" could not be confirmed; glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
During a bph surgical procedure, the first fiber issue "fiber tip was loose and rotating but was not inside the patient" at 9,488 joules and 2:09 minutes. The fiber exchanged; the second fiber, "fiber error" at 0 joule and 0 minute. The fiber was exchanged; the third fiber, "lasering at the tip of the fiber" at 27,052 joules and 5:48 minutes. The fiber was exchanged; the fourth fiber, "fiber cap loose and rotating (not detached)" at 388,066 joules and 40:10 minutes. The fiber was exchanged; the fifth fiber, "fiber tip cracked, end firing, tip was not secure to the fiber" at 100,027 joules and 20:10 minutes. The fiber tips of first and second fibers were not cleaned but the fiber tips of third, fourth and fifth fibers were cleaned during the procedure. The procedure was completed with sixth fiber. Patient outcome: no injury to the patient reported. This report is for third failed fiber.